Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked. The customer continued to use the cartridge for insulin deliveries. Additionally, it was reported that the customer encountered resistance when filling a cartridge. The cartridge was successfully filled using the same syringe and needle. Subsequently, it was reported that an inaccurate fill estimate was received after loading the cartridge onto the pump. Tandem technical support educated the customer in regards to common causes of inaccurate fill estimates. The customer declined to reload the cartridge to address this issue. Blood glucose level ranged from not impacted to 210 mg/dl during these events.